Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call it was reported that the sensor readings were not accurate. The customer stated that there were discrepancies between the sensor glucose values and the blood glucose values; the sensor glucose was 53 mg/dl. The insulin pump alarmed. When the customer checked, the blood glucose was 120 mg/dl. The sensor is slow to respond to the treatments of the low glucose readings. The insulin pump keeps alarming for about half and hour and then eventually goes into threshold suspend mode. The customer turns the sensor feature off at night because the constant alarms annoy them. It was also reported that the insulin pump will alarm to calibrate when the customer ties entering information into the bolus wizard after calibrating. Also, the device will tell the customer to deliver a bolus when the customer has already done so. Troubleshooting was done. Nothing further was reported.